Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 21 february 2007 stating device was received with a gap of .993 cm between the hub and the shaft of the catheter. As received, the gap is causing the guide wire to get stuck in the hub. When the guide wire is advanced into the hub, dependant on the size of the gap, the tip of the guide wire can deflect into free space (gap) caused by the catheter shaft not being flushed with the base of the hub. This causes the guide wire to jam in the hub and therefore, prevents the physician from advancing the guide wire through the catheter shaft. A full dimensional check was carried out and all dimensions were found to be within specification. Further information relating to the complaint was requested and from the answers received, the following can be established.: the catheter was checked when removed from the packaging and no anomalies were noted, a transend soft tip guide wire was used and it's outer diameter was .014", the catheter was flushed to facilitate guide wire insertion and resistance was noted when the guide wire was being inserted through the catheter. The guide wire was not returned for analysis. Upon analysis of the returned unit, a .0184 mandrel was inserted through the proximal end of the catheter. It was advanced through the catheter shaft without restriction. A .014" guide wire was then inserted through the proximal end of the catheter and it also moved through the catheter shaft without restriction. A corrective and preventative action was raised in 2005, to track all elements involved in resolving this issue. It should be noted that this particular batch was manufactured prior to the CAPA. The uv hub attach procedure was updated to include an extra inspection step to measure gap size between hub and shaft. Any gap size>0.1mm is to be rejected. A cutting fixture was also implemented to ensure proximal trim cut. These updates were released a month later. A review for similar complaints within the batch was completed and no other complaints have been received for this particular lot of devices. This reported defect will be monitored and trended through the monthly complaints review board.

Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, the transend tip got caught in the hub of the catheter, at the transition zone. At a later date, it was discovered that the catheter had a gap at the hub. The procedure was completed with another device.